Manufacturer narrative:
The pad device was installed on 10/25/2011 and operated successfully until (B)(6) 2012. During initial testing, the returned pad-pak from lot a1164 was inserted to the device. There was no response from the device and the pad-pak was found to have a blown fuse. A test pad-pak was installed and the device was subject to further testing after which the test pad-pak had a blown fuse. This confirms the reported fault. The device was disassembled for investigation and it revealed the c9 capacitor was bulging at the vent on the tope of the capacitor, there was also a brown residue found on the top of the capacitor. This would suggest the capacitor had failed and would explain the fused pad-pak's and absence of the status led. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in failure of the device to perform as intended if required.